Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lap appendectomy while closing a skin incision, the needle broke and fell into the patient cavity. An x-ray was taken in order to find the needle. To resolve the issue, a new suture was used with a different needle size. Surgical time was extended by more than 30 minutes. Incision was more swollen and red from having to find the needle part. The incision was extended due to the product problem. Current patient status is alive with no injury. There was no unanticipated tissue loss or damage as a result of this problem. There was no blood loss of 500cc or more.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of six devices. A tactile and microscopic inspection of the suture was performed with no abnormalities. The foil was inspected with light assisted microscopy with no abnormalities. The visual inspection of the opened sample noted one suture and one needle. The needle was received bent, and broken at the swaged end. Upon microscopic inspection of the needle, instrument marks were noted near the bend site. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Holding the needle at the swaged end can cause the needle to bend or break. As per the IFU, the needle should be held in the middle, where the diameter is thickest. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.